Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. This is a system report; section d information references the main component of the system and was in use with the following device which cannot be excluded as a contributing factor to the adverse events: medtronic product brand name: evolut fx dcs; product ID: d-evolutfx-2329; (lot: 0013259440); manufactured date: 2026-01-27; use by date: 27-jan-2028; UDI: (B)(4); implant date: non-implantable; FDA site ID: 9612164 h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the attempted implantation of this 29mm transcatheter aortic bioprosthetic valve (tav) (B)(6)), a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-medtronic (inoue) balloon inflated to 20mm. The tav was loaded into the delivery catheter system (dcs), inserted into the patient's vasculature, and advanced to the aortic annulus. During deployment, at the point of no return, the tav frame interacted with calcification on the non-coronary cusp which resulted in an infold in the tav frame. Subsequently, the tav was recaptured and the system was withdrawn from the patient. A second pre-implant bav was performed, using a larger 20mm non-medtronic (zmed) balloon which was noted to have a stronger expansion power. A new 29mm tav (B)(6) was loaded onto a new dcs, inserted into the patient, and advanced to the aortic annulus. No issues were noted upon deployment; however, after the tav was implanted the patient experienced an unspecified block and a wide qrs complex was noted on electrocardiogram. The block persisted until the procedure was completed and the patient left the operating room. On the first post-operative day, the patient presented with a sudden change in condition with health damage. Upon review of the tav implant procedural images, to gain insight into the patient¿s presentation, it was noted during the placement of a pigtail catheter, a non-medtronic guidewire (manufacturer unknown) entered the left circumflex (lcx) coronary artery. This action likely caused trauma to the lcx, leading to the formation of a hematoma and thrombus. It is believed the thrombus embolized and induced a myocardial infarction and while the hematoma gradually expanded, it eventually ruptured, and resulted in a distal perforation of the lcx. An attempt was made to treat the lcx via percutaneous coronary intervention (pci); however, the procedure could not be completed successfully. In accordance with the patient¿s family¿s wishes, life-prolonging interventions were not pursued, and the patient died the next day. Per the physician's assessment, the aforementioned pci was considered the causative factor; therefore, a causal relationship between the tav, the dcs, the tav implant procedure, or related devices was deemed unlikely.

Manufacturer narrative:
Updated data: b5, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, no misload was identified with the first valve and the valve loader was experienced. Before the left ventricular wire placement, the pigtail catheter and non-medtronic guidewire were advanced into the left circumflex (lcx) coronary artery. During the implant attempt, the implant position on the non-coronary cusp (ncc) was shallow and was recaptured once. Due the the infold with the first valve, a procedural delay resulted from loading the new valve. During the implant with the new valve, the vale was recaptured one time due to deep positioning (7 millimeter (mm) on the non-coronary cusp (ncc) and 7-8 mm on the left coronary cusp (lcc). Following the implant of the second valve in the native annulus, no treatment was reported for the unspecified block and wide qrs complex. The percutaneous coronary intervention (pci) was unsuccessful as hemostasis could not be completely achieved. The following day, the thrombus was not observed within the transcatheter aortic bioprosthetic valve. St elevation was observed as the patient started to deteriorate. Per the physician, the cause of death was the perforation.